Event description:
It was reported that during a site change using an inset 23-inch infusion set, the user removed the adhesive backing after cocking the inserter, which caused the adhesive to lift, and then pulled an infusion site off the applicator before insertion, requiring multiple infusion sets; a prior bent cannula was also reported. No reported symptoms. Outcomes included shipment of replacement supplies and completion of troubleshooting and user education. Investigation included review of the user¿s account of events and troubleshooting of insertion and site preparation steps. Investigation of this case revealed user handling errors leading to improper infusion set deployment and a bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insertion technique and site preparation.